Event description:
It was reported that during a da vinci prostatectomy procedure, the customer experienced dull blades while using the monopolar curved scissors instrument. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument blade cut test failed. Instrument was placed on an in-house system for a latex cut test. The scissors did not cut cleanly through .006 latex. The latex got snagged at the scissor tips. The blade edges were not damaged, but the edges did exhibit wear at the tips, negatively affecting cut performance. Decreased cable tension and/or belleville spring force may also contribute to poor cutting. Failure analysis investigation also found several small areas on the tube extension with the pad printing material removed. The areas measure approximately .554 x .297. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the missing pad printing material found during failure analysis investigation could likely cause or contribute to an adverse event, if to recur.